Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ambient valve plunger cannot open completely in released state. Correction: replace ambient valve.

Event description:
The following was reported to hamilton medical ag: summary: [service software] ambient valve test (power off) fails in service software.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ambient valve plunger cannot open completely in released state. Correction: replace ambient valve. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information..

Event description:
The following was reported to hamilton medical ag: summary: [service software] ambient valve test (power off) fails in service software.